Event description:
On 17-jun-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a female patient. There was no patient information. Return product is not available for investigation. Method date tested result I-stat (B)(6) 2026 11:30 3.8 ng/l.coredx alinity (B)(6) 2026 n/a 289.5 pg/ml.there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% cisex n (ng/l, pg/ml) (ng/l, pg/ml)female 490 13 (10, 17).male 404 28 (19, 58).overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4).apoc labeling will be evaluated during the investigation as pertaining to the event.